Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -06.50 diopter, in the patients left eye (os) on (B)(6) 2018. The patient experienced a refractive surprise and blurred vision. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022, with a vicm5_12.6 lens, 08.00 diopter. The problem was resolved. The incision is healing well, icl is positioned well with good vault. Va is 20/25. Claim # (B)(4).